Event description:
Robotic ovarian cystectomy, peritoneal resection of endometriosis, chromopertubation and fulguration of endometriosis "dr (B)(6) used our retrieval sys/bag, the string fell into the surgical cavity and the pt was sutured without removal of the bag. Allegedly, the pt suffered intense lower abdominal and bladder pain until (B)(6) 2010. On (B)(6) 2011, she delivered her third child. During a c-section, the bag allegedly was found by the delivering dr in the lower quadrant of the pt. A general surgeon was brought in to remove the bag. During robotic surgery, dr (B)(6) utilized a retrieval sys, particularly a endo-pouch bag mfg by applied for placement of cyst material and other tissue. Dr (B)(6) and/or her surgical assistant, (B)(6), made several incisions in the abdominal area of pt where trocars were placed. Utilizing one of those trocars, (B)(6) inserted the endo-pouch bag which was designed and had a string for closure and retrieval of the bag which string partially protruded outside the trocar. Sometime during the surgery, the string attached to the endo-pouch bag fell into the surgical cavity. The surgery was completed and the pt was sutured without the endo-pouch bag being removed from the surgical cavity. On (B)(6) 2011, the pt delivered a child by caesarian section. During that surgery the delivering dr discovered the endo-pouch bag in the lower quadrant of the pt. A general surgeon was brought in to remove the endo-pouch bag."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. Engineering assessment is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.